Event description:
While starting to use the electrosurgical cautery pencil the doctor noticed a flame come from the tip of the cautery pencil. The doctor immediately stopped and the pencil and cautery tip were removed from the surgical field.device #1is this a laboratory device or laboratory test?no.